Event description:
This patient was implanted with the argus ii device on (B)(6) 2013, and is participating in a post-market study of the argus ii. On (B)(6) 2014, the patient was seen for a clinical follow-up visit, during which he complained of intermittent pain. The patient was admitted to the hospital for observation on (B)(6) 2014. The implanted eye showed conjunctival reaction and hyphema. The patient was prescribed antibiotics (fortum and vancomycin) and steroid therapy. The patient was reported to have recovered, and was discharged from the hospital on (B)(6) 2015. He was prescribed dexa-gentamicin eye drops. There was no defect or malfunction of the device associated with this event.

Manufacturer narrative:
All pertinent information available to second sight medical products has been submitted. The company is submitting this MDR to ensure full compliance with 21 cfr part 803.